Event description:
It was reported that there was high impedance and a suspected lead fracture. It was further reported that an outer insulation breach was observed. The lead was explanted and replaced 11 days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.